Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte-w¿ peripheral IV catheters were found opened before use.

Event description:
It was reported that the bd insyte-w¿ peripheral IV catheters were found opened before use.

Manufacturer narrative:
Additional information: medical device lot #: 7167002, medical device expiration date: 6/30/2022, device manufacture date: 6/16/2017. Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lots. 3 photos were returned for investigation. Opened seal was observed in the returned photos. 13 actual samples in opened packaging were returned for investigation. 5 samples were from reported batch 6053310 with 1 sample returned as empty package. 8 samples were from affected batch 7167002. Actual samples: the actual samples were subjected to visual inspection. Opened seal was observed on the returned samples. There is an indication of adhesive transferred from the top web to the bottom web on the opened seal area, which was present on the returned samples and thus, showed that the sealing process was completed in manufacturing facility. Therefore, no assignable root cause can be established.